Manufacturer narrative:
Describe event or problem corrected. Date of this report corrected from 07/15/2017 to 07/05/2017. (B)(4). Date rec'd by MFR corrected from 07/15/2017 to 07/05/2017. (B)(4).

Event description:
It was reported that during the procedure the balloon ruptured. The event is reportable based on this information, not reportable based on device analysis as was previously reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned product consisted of a nc emerge balloon catheter. There was contrast and blood in the inflation lumen. The balloon was loosely folded. The balloon, proximal bond and markerbands were examined. Magnified inspection the majority of the balloon was torn. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the tear. There were numerous hypotube kinks throughout the catheter. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-07620. Reportable based on device analysis completed on 15-july-2017. It was reported that balloon inflation failure occurred. The patient presented for left heart catheterization. A 2.50 mm x 12 mm nc emerge® balloon catheter was advanced for dilatation, but the balloon would not inflate. Another 2.50 mm x 12 mm nc emerge® balloon catheter was attempted, but it would not also inflate. A third balloon catheter of the same type was then used and completed the procedure. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed longitudinal balloon tear.